Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer broke his insulin pump over the weekend. Caller stated that they were going to do a site change and realized that the bottom of the pump popped off. Customer's blood glucose was 144 mg/dl at the time of the incident. Caller stated that the side where the dome label and the drive support are located came off. Caller reported that the customer might have dropped the pump and you can see inside the pump. When they tried to place the piece back on the pump, insulin started squirting out. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan per health care provider instructions.

Manufacturer narrative:
The insulin pump was received with detached end cap, loose drive support cap, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing the end cap sticker.